Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is placing the implant too deep.

Event description:
The patient had a left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient complained of radicular pain following the procedure. The surgeon determined that the middle implant was impinging on the nerve root. In (B)(6) 2017, the surgeon performed a revision procedure where he backed out the middle implant a few millimeters to alleviate the nerve impingement. The patient's pain complaints resolved following the revision procedure.